Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 500 sl had safety shield failure. The following was reported, "material no: 329464 batch no: 7216821. It was reported that safety shields failed, resulting in a needle stick."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #7216821. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 500 sl had safety shield failure. The following was reported, "material no: 329464 batch no: 7216821. It was reported that safety shields failed, resulting in a needle stick."